Event description:
Additional information was received. The patient was transported to a facility. It is unknown if the impella cp was kept for investigation. Data logs will try to be sent for investigation.

Manufacturer narrative:
D1 revised brand name as it was entered incorrectly on the initial report that was submitted. D4 revised model as it was entered incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. Peri-procedural adverse event/thrombosis: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.".

Event description:
It was reported that a patient went to the emergency room with chest pain, dyspnea on exertion, increase in trop, rapid drop in ejection fraction. 45% dropped to 25%. Massive increase in pressor and inotropic support. The patient was taken to the catheterization lab for impella cp placement. While on support, the medical team described the presence of left ventricle (lv) thrombus observed at the apex away from the impella inflow or pigtail. Lv thrombus was believed to be a result of patients severe lv dysfunction, or other cause. The pump was later explanted and the patient survived.